Event description:
It was reported that the customer passed away in a hospital. The caller was hesitant to answering any question. When asked for the cause of death, the caller stated that there were many things, four or five. The caller noted that the customer had kidney and heart diseases. The customer's blood glucose, at the time of death, was unknown. The caller was unsure if the customer was wearing the insulin pump at the time of death. The caller state that she was not sure which insulin pump was worn by the customer at the time of death, but she would like to return two other insulin pumps that are currently on the customer's file. The insulin pump information could not be verified at the time of the call because the caller was unsure as to which pump was used by the decedent at the time of death.

Manufacturer narrative:
The insulin pump was returned without a battery in the battery tube. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection. Unable to perform data analysis due to no data available on the insulin pump; no data on the insulin pump due to the insulin pump was returned without a battery in the battery tube.

Manufacturer narrative:
Additional information has been received updating the product information in section d which was not included with the initial report. The new information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.